Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2024-00410. It was reported that the patient experienced red heart alarms and was admitted to the hospital on (B)(6) 2024. Log files showed numerous pump stops on (B)(6) 2024 and (B)(6) 2024 that each lasted 8 seconds or less. The patient was asymptomatic at the time of the alarms. The system controller was exchanged on (B)(6) 2024, but alarms continued. It was planned to exchange the modular cable, and a kink was noted in the pump cable. It was reported that the modular cable exchange resolved the alarms, and it was believed that the modular cable had a small fracture. The patient was discharged home and had not experienced any pump alarms since replacement of the modular cable and controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red heart alarms and pump stops was confirmed via log file analysis and evaluation. The heartmate 3 vad modular cable (lot number: 7910268) was returned for analysis. The modular cable underwent resistance testing in order to evaluate the integrity of its inner wires. The cable did not pass this testing, the black (ground) and orange (ground) wires were intermittently open lines. The modular cable was then connected to a test system controller and mock circulatory loop. The reported event was reproduced, driveline disconnect alarms and pump stoppages occurred when the cable was manipulated by hand. The layers of the cable were then stripped, and both the black and orange ground wires were found to be broken. With the simultaneous loss of both ground wires, the controller was not able to properly power the pump. The log files of system controller¿s that were in use with modular cable 7910268 were reviewed. The log files extracted from hsc-102200 contained overlapping data (10jan2024 ¿ 11jan2024, 01jan2000 per timestamp) and the log files extracted from hsc-118216 contained data spanning approximately 2 days (18jul2022, 11jan2024 per timestamp). Intermittently throughout 10jan2024 - 11jan2024, driveline disconnect alarms and pump stops were observed. These events are consistent with the damaged ground wires within the returned modular cable. Depending on the positioning of the modular cable, the damaged ground wires made open lines and caused the pump to stop and restart frequently. Log files extracted from system controller hsc-101872 contained data from after the reported modular cable exchange on 11jan2024 at approximately 17:00. The data spanned approximately 4 days (12jan2024, 18jan2024 ¿ 19jan2024, 21feb2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The pump operated at the intended speed while connected to the driveline. The root cause of the reported event was determined to be damage to the modular cable¿s ground wires. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including pump off alarms. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use, rev. C, section 6 - "patient care and management" instructs to not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.